Event description:
It was reported the patient presented for implant procedure. During surgery, the lead helix extended without manipulation causing the lead to become stuck on the tricuspid valve. The physician completed the surgery by capping the lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.